Manufacturer narrative:
(B)(4). FDA registration number: reporting site (specification developer): 2243969. Manufacturing site: 1049092.

Event description:
Reported by the complainant as follows: fms inserted (B)(6). On (B)(6), a wound at opening of anus, located all around the tubing (all around anal opening) was noticed. Clinical educator states: this is the worse wound she has seen develop from a fecal management device in her career, and wants this fact known. She also states the wound was at a stage of necrosis. She cannot say if staff had performed all wound prevention measures (turning patient q2hrs as per protocol, have there been leaks prior, etc¿). They did not discontinue use of fms, as patient was c-diff and with diarrhea +++ patient decreased (B)(6). Known for small cell lung ca, c-diff colitis, pneumonia, as a result of pneumonia, developed pseudomonas, then went septic and diagnosis was that he expired due to the sepsis. Was on IV norepinephrine.